Event description:
The patient reported that she had spent a week in the hospital. According to the patient's pd rn, the patient was hospitalized for peritonitis from (B)(6) 2013 and is now doing well. There were no fluid leaks during peritoneal dialysis treatments prior to the peritonitis, and the patient reportedly contracted the peritonitis through self-contamination by not using aseptic technique during her treatments. The patient had traveled with her pd equipment prior to the hospitalization, and performed treatments while a dog was beneath the bed during cycles. The patient had also showered without properly cleaning the shower head, and had never traveled with her equipment before. Sample disposition is currently unknown.

Manufacturer narrative:
The patient's related medical records were requested but not yet received. The sample has not been received for evaluation. A plant investigation is still ongoing and a supplemental report will be submitted at the conclusion.